Event description:
Information received does not address the patient's clinical status but notes that after the pacemaker was implanted, it was reported that ventricular capture was lost following a direct current ablation at high output. Attempts at programming the pacer were unsuccessful. Subsequently, the the pacer was removed and replaced.~~~~~~~